Manufacturer narrative:
The product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed. No root cause was determined. UDI: (B)(4).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account manager reported on behalf of the customer that the c2602 cusa excel 36khz straight handpiece failed in the middle of the surgical case on an unspecified date. A new one was used as a backup. It was unknown if there was patient injury or surgery delay. Additional information has been requested.